Event description:
It was reported that (1) device was used during a coronary artery bypass graft. It was reported by the affiliate that the mcs20 instrument fires out two clips at once (double feed) and cut into the pt. The surgeon sutured to complete the case.